Manufacturer narrative:
(B)(4). Additional information requested. No additional information received at the time of this report. The device (catalog#) is not sold in the us. Similar device/component sold in the us.

Event description:
The customer reports the patient developed a dvt following insertion of the catheter. Medical intervention - anticoagulants.

Event description:
The customer reports the patient developed a dvt following insertion of the catheter. Medical intervention - anticoagulants.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.